Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems india (omsi). Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomena (occurrence of the error e103 and lighting of the emergency lamp) were could not be conclusively determined. However, based upon the information from omsi, omsc surmised that the reported phenomena were caused by the failure of the power supply unit. The exact cause of this power supply failure could not be identified. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to olympus medical systems (B)(4). Olympus (B)(4) checked the subject device and found that the reported phenomenon (error e103) was duplicated due to the failure of the power supply unit, and also found that the emergency lamp of the subject device lit up instead of the examination lamp due to the failure of the power supply unit. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, it was found the error e103 which indicated the subject device had been broken down and the lamp issue occurred on the subject device. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.